Event description:
Forty year old admitted for cholecystectomy on 11/24, patient discharged on 12/5/92. Patient returned to hospital on 12/9/92 with seperating suture line. Fascia was intact, patient treated with IV antibodics. 12/11/92 suture line totally eviserated to or for repair. Patient discharged 12/18/92. Patient returned to hospital 12/24/92 for further complivcations. Patient is presently in houseinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: invalid data. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.